Event description:
A distributor reported on behalf of a healthcare facility in china that a 900pt290e autofill chamber was found with a crack in the chamber and leaking water before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Product background: the 900pt290e chamber (900pt290e) as part of the 900pt561 heated breathing tube and chamber kit is a component designed for use with the airvo 2 humidification series to provide nasal high flow (nhf) therapy. Air and oxygen are blown from the airvo 2 into the humidification chamber within which water is heated by a heater plate. The gases become humidified in the chamber and then pass into a heated breathing tube, then to the patient interface. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint 900pt290e was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed a crack in the chamber dome. Conclusion: without the return of the complaint device, we are unable to confirm the cause of the reported event. Every 900pt290e is pressure tested following the manufacturing process to check for any leaks present in the feed set due to cracks and other causes. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the 900pt561 heated breathing tube and chamber kit state the following: "for single patient use only. Reuse may result in transmission of infectious substances. Attempting to reprocess will result in degradation of materials and render the product defective." "Do not use the auto-fill chamber if it has been dropped or been allowed to run dry" "do not use the chamber if the water level rises above the maximum water level line" "avoid contact with chemicals, cleaning agents, or hand sanitizers."